Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Event details: the syringes returned all have particles present within the fluid pathway. There is no impact on the patient as these were identified at the first quality check within our process.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two physical samples from lot 2410113 and six samples from lot 2407126 were submitted for investigation. All samples underwent visual inspection, and no particles or foreign matter were observed either within the packaging or inside the syringe components, therefore we are unable to verify the reported concern. A device history review was conducted for reported lots 2410113 and 2407126, no deviations or non-conformances were identified during the manufacturing process. Six retained samples from each lot were used for additional information. All product was inspected and no particles or contamination was observed on any of the devices or device components. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported concern were identified. Based on the investigation and sample evaluation, a definitive root cause could not be determined at this time. Complaints received for these devices and reported condition will be monitored by our quality team for signs of emerging trends.